Event description:
It was reported that the patient presented in clinic for implant procedure. During implant of the leadless pacemaker (lp), it was noted that the initial fixation was high and it was elected to reposition the device. During the second attempt to fixate, the patient was noted to exhibit hypotension. Pericardial effusion was noted due to cardiac perforation. Pericardiocentesis was performed. The helix of the lp was found to be stretched. The procedure was elected to be abandoned on (B)(6) 2024. The patient was stable.